Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a failed battery test due to a corroded battery tube. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with a corroded battery cap contact. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that they are getting the failed battery error. Customer also states that the insulin pump is exposed to fluid. The blood glucose reading is 128 mg/dl. Nothing further reported.